Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a knee surgery the screw was dull and could not be inserted. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-1370c biocomposite interference screw, batch 15403529, was received for investigation. Visual evaluation revealed that the threads of the screw are stripped and damaged, making it difficult to penetrate the bone. Functional testing was not performed due to the device's damage. Information regarding the method used to prepare the bone and the bone quality encountered during the procedure was not provided. The most likely cause can be attributed to: -misuse due to improper bone preparation. -misaligned insertion. -prying or leveraging the screw during insertion. Per dfu-0111-eo; revision 2; section g ¿ precautions: 6. ¿bio-absorbable interference screw only: it is important to completely seat the screwdriver to prevent potential stripping of the hex and/or screw fracture during insertion or removal.¿ 7. ¿bio-absorbable interference screw only: if inserting the interference screw through the anteromedial portal, a knee flexion angle of 120° must be maintained throughout the entire insertion process. Not maintaining or changing the knee flexion angle during screw insertion may result in screw divergence or failure of the screwdriver.¿ refer to the attached investigation photos. The complaint allegation that the screw became dull/lost its geometry is confirmed.